Event description:
The ventilator failed to deliver adequate air exchange. No alarm sounded. Oxygen was being delivered as evidenced by adequate oxygen saturation. Capillary ph of 6.6 showed inadequate removal of co2.